Event description:
Per the clinic, the patient experienced an abutment loss and infection at the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for fourteen days (specific date not reported) and topical antibiotics twice a day (specific date and duration not reported). The abutment was replaced on (B)(6) 2024. The internal fixture remains.